Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre 2 reader obtained ER 2 and er9 codes as well the device did not alarming when her glucose was low. On (B)(6) 2021, the customer had a loss of consciousness and her son called emergency services. A blood glucose of 0.9 mmol/l was obtained, and the customer was provided 30 ml of glucosamine by emergency services for a diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury.